Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a gt femoral procedure when the surgeon was drilling the screw hole, tip of the drill was fractured inside the patient bone. He tried to remove a fractured piece but it was retained in the body.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the drill has fractured at the tip. Dimensions are within specification. Hardness test was performed and was within specification. Sem analysis of the cannulated drill sample showed that it fractured due to bending overload. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 455 stainless steel. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.